Manufacturer narrative:
Qn#: (B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported, that after opening the catheter. It was found that the balloon was wrapped loosely. The doctor repeatedly, vacuumed the catheter with a matching syringe. And attempted to insert it into the sheath. The resistance was found when the catheter into the sheath. As a result, the catheter was removed. And a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".